Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6f angio-seal device was not used. The nozzle was missing and was discovered before used on the patient, during preparation. There was no impact on the patient. Additional information was received on 6/18/2018: it was reported that the nozzle was not the exact name of the component. It was the end of the device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 7/4/18: the defective device was absolutely not used. Another device was used without problem and the patient was treated as intended.

Manufacturer narrative:
One 6fr angio-seal vip device was received for evaluation. The polyfoil pouch and carrier tube assembly were received in an opened header bag. No other accessory components were received. Visual inspection revealed that the polyfoil pouch had several staples present in order to "re-seal" the pouch. The seal was completely opened from the arrow end of the polyfoil pouch. The 6fr carrier tube assembly was present in the "re-sealed" polyfoil pouch without the bypass tube attached. The collagen could be seen exposed and swollen in the carrier tube assembly. The bypass tube was not located in the "re-sealed" polyfoil pouch or the header bag. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.